Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered five inappropriate shocks across five different episodes. Technical services (ts) analyzed device episode data and found that the shocks were due to oversensing of small r-waves in the secondary vector. This system was reprogrammed to the primary vector in clinic. No additional adverse patient effects were reported. Currently, this s-ICD remains in service.